Event description:
The filter was placed on (B) (6) 2008. A CT scan revealed there was caval penetration into the aorta on (B) (6) 2009. At this time, there will be no attempt at retrieval. Unknown.

Manufacturer narrative:
(B) (4). No investigation performed, product was not returned. Images from CT scan were evaluated. Based on the returned images, the filter has migrated downwards with one primary and one secondary leg penetrating the vena cava wall causing the filter to tilt. It seems as if the primary leg in question is pushing the aortic wall, or it might actually have penetrated into the aorta. There are no signs of hematoma. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation, they all end up in successful filter retrieval. In this case retrieval of the filter is considered appropriate to avoid a potential fracture of the angulated secondary filter leg in question. The report has been filed and we will continue to monitor for similar cases in the future.